Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test. No unexpected low battery test alarm noted during testing. No unexpected slow motor anomalies noted. Unit was successfully downloaded using thus software. On adapt, no relevant alarms were noted. However, thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. With reference to the battery duration failure analysis instructions, battery cycle 5.0 received the low battery alert (104) on 11/24/2025 20:51:00 after more than 7 days at 12.31 days. Battery cycle 4.0 received the low battery alert (104) on 11/12/2025 13:09:00 after more than 7 days at 10.99 days. Battery cycle 3.0 received the low battery alert (104) on 11/01/2025 12:02:00 after more than 7 days at 10.63 days. Battery cycle 2.0 received the low battery alert (104) on 10/21/2025 20:50:00 after more than 7 days at 12.0 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In summary, customer concern for no delivery/occlusion alarm and low batt test alarms and slow motor are not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing in download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported random no delivery alarms and that the rewind function was slower. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a, and unomedical. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1884l was requested, and the customer's response was that the device would be returned. No product return is required for mmt-332a, and unomedical

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.